Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of hyperglycemia. Per the pt, she began experiencing elevated blood glucose for the previous two days, which she was having difficulty lowering despite correction bolus via the pump and subcutaneous insulin injections. The first day at 5:00 pm, the pt was brought to the hospital. She was admitted and treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within spec.